Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the stent when the tip of the delivery system fell off. The tip was retrieved using a basket and the stent was removed from the patient fully constrained on the delivery catheter. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
A visual examination of the returned device found that the tip had detached from the inner shaft and was not returned. The stent was fully mounted on to the device. Microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process. The handle of the delivery system was kinked and the catheter shaft was bent. A kink was noted in the outer sheath at the location of the bend in the shaft as well as at the distal end of the blue outer sheath. A functional analysis revealed that the stent could be deployed without any resistance. The investigation concluded that the root cause of the event could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the stent when the tip of the delivery system fell off. The tip was retrieved using a basket and the stent was removed from the patient fully constrained on the delivery catheter. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."